Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an operation on the shaft of femur the surgeon used an expert antegrade femoral nail (afn) (B)(6) distal aiming device. During drilling the most distal part, the surgeon found that the drill tip was blunt, and the drilling was dull. Then, when drilling the nearest part of the distal dynamic locking, the drill interfered with the nail. The surgeon removed the drill tip, hit it with a hammer and the drill went through the nail hole. The surgeon checked the image and found that the drill tip had bent, he attached a t-handle to the drill tip to remove it. He was not able to remove the drill tip by hand, so he had used a hammer, and found that the drill tip had broken at the connection part, using a t-handle again, the surgeon was finally able to remove the drill tip. The surgeon also reported it was difficult to detach the aiming device from the protection sleeve. It was reported this resulted in a 20 minute delay and no residue was left in the patient. This report is for the nail, part and lot number unknown this is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.